Manufacturer narrative:
As of today, the lead has not been received for evaluation. The health care professional (hcp) was notified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The lead was explanted and replaced. During the explant procedure, the insulation was damaged.